Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the set and the actual gas flow value during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The affected device was returned to the manufacturer site for repair and during functional tests the fault was reproduced. A deviation related to the o2 and air channels was detected. The root cause of the reported issue could be traced back to defective mass flow controllers for air and o2 and to a defective microbridge mass flow sensor for air/o2. The defective components have been replaced and the gas blender has been tested without showing further deviations.